Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by essure device/ perforation (uterus) / the essure device was protruding into her uterus/ malposition of device location of: uterine cavity,migration of essure : uterine cavity"), device dislocation ("essure device had attached to her stomach"), genital haemorrhage ("abnormal bleeding (general)") and postmenopausal haemorrhage ("postmenopausal bleeding.") In an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions (lysis of pelvic adhesions). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), migraine ("migraines") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain in abdomen"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, postmenopausal haemorrhage, abdominal pain lower, menstruation irregular, pain in extremity, abdominal pain upper, headache and migraine outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved. The reporter provided no causality assessment for postmenopausal haemorrhage and uterine perforation with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: mr: essure coils are in place within the left and right cornua and tubes. Laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: denuded inactive endometrium with cystic changes. Focal endomyometrial sc1\rring and granulation tissue noted uterine leiomyomata with hyalulization and calcification. Adenomyosis uterine serosa with adhesions. Cervix, chronic cervicitis and reactive changes. Bilateral fallopian tubes, focal epithelial hyperplasia. Bilateral ovaries, surface adhesions, no tumor identified. Comment: gross examination of the uterus shows bilateral, insitu essure coils in the fallopian tubes. A focus of scarring and focal granulation tissue is noted in the upper part of the uterine fundus adjacent to isthmus of right fallopian tube. This focus may represent the area of "perforation". Clinical history: chronic pelvic pain, uterine perforation by essure device, pelvic adhesions gross description: essure coils are in place within the left and right cornua and tubes. A perforation is not grossly identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine perforation, postmenopausal haemorrhage (confirming genital haemorrhage) and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc (product technical complaint). After internal review, events uterine perforation and device expulsion were clubbed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure device had attached to her stomach") and the second episode of device dislocation ("ride side of the essure device was protruding into her uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), headache ("headaches"), abdominal pain upper ("stomach pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (on (B)(6) 2017, she underwent a total laparoscopic vaginal hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2017, she underwent a total laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, pelvic pain, abdominal pain, pain in extremity, headache, abdominal pain upper and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, headache, menstruation irregular, pain in extremity, pelvic pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). Diagnostic results: laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by essure device"), the first episode of device dislocation ("essure device had attached to her stomach"), the second episode of device dislocation ("ride side of the essure device was protruding into her uterus") and postmenopausal haemorrhage ("postmenopausal bleeding.") In an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions (lysis of pelvic adhesions). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criterion medically significant), postmenopausal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), headache ("headaches"), abdominal pain upper ("stomach pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy.), surgery (on (B)(6) 2017, she underwent a total laparoscopic vaginal hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2017, she underwent a total laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, the last episode of device dislocation, postmenopausal haemorrhage, pelvic pain, abdominal pain, pain in extremity, headache, abdominal pain upper and menstruation irregular outcome was unknown. The reporter provided no causality assessment for postmenopausal haemorrhage and uterine perforation with essure (ess205). The reporter considered abdominal pain, abdominal pain upper, headache, menstruation irregular, pain in extremity, pelvic pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: mr : essure coils are in place within the left and right cornua and tubes. Diagnostic results: laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. (B)(6) 2017 : pathology report : diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: denuded inactive endometrium with cystic changes. Focal endomyometrial sc1\rring and granulation tissue noted uterine leiomyomata with hyalulization and calcification. Adenomyosis uterine serosa with adhesions. Cervix, chronic cervicitis and reactive changes. Bilateral fallopian tubes, focal epithelial hyperplasia. Bilateral ovaries, surface adhesions, no tumor identified. Comment: gross examination of the uterus shows bilateral, insitu essure coils in the fallopian tubes. A focus of scarring and focal granulation tissue is noted in the upper part of the uterine fundus adjacent to isthmus of right fallopian tube. This focus may represent the area of "perforation". Clinical history: chronic pelvic pain, uterine perforation by essure device, pelvic adhesions gross description: essure coils are in place within the left and right cornua and tubes. A perforation is not grossly identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : uterine perforation, postmenopausal bleeding and confirming pelvic pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: mr received, reporters were added. Lab data added. Event ¿uterine perforation by essure device¿ was added. Lot number, reporter, concomitant condition, patient information added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation by essure device/ perforation (uterus) / the essure device was protruding into her uterus/ malposition of device location of :uterine cavity, migration of essure : uterine cavity'), device dislocation ('essure device had attached to her stomach, right device appeared to be extra uterine') and postmenopausal haemorrhage ('postmenopausal bleeding.') In an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation & insertion performed concomitantly" in 2006. The patient's medical history included difficulty in walking, frequent bowel movements, nausea, fatigue, weight gain, night sweats, insomnia and pelvic adhesions. Previously administered products included for an unreported indication: wellbutrin, gabapentin, wellbutrin, imitrex and fioricet. Concurrent conditions included pelvic adhesions (lysis of pelvic adhesions). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pelvic pain"), headache ("headaches"), migraine ("migraines") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain in abdomen"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy vaginal bleeding"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, postmenopausal haemorrhage, abdominal pain lower, menstruation irregular, pain in extremity, abdominal pain upper, headache and migraine outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved. The reporter provided no causality assessment for postmenopausal haemorrhage and uterine perforation with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: mr: essure coils are in place within the left and right cornua and tubes. Laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: denuded inactive endometrium with cystic changes. Focal endomyometrial sc1\rring and granulation tissue noted uterine leiomyomata with hyalulization and calcification. Adenomyosis uterine serosa with adhesions. Cervix, chronic cervicitis and reactive changes. Bilateral fallopian tubes, focal epithelial hyperplasia. Bilateral ovaries, surface adhesions, no tumor identified. Comment: gross examination of the uterus shows bilateral, insitu essure coils in the fallopian tubes. A focus of scarring and focal granulation tissue is noted in the upper part of the uterine fundus adjacent to isthmus of right fallopian tube. This focus may represent the area of "perforation". Clinical history: chronic pelvic pain, uterine perforation by essure device, pelvic adhesions. Gross description: essure coils are in place within the left and right cornua and tubes. A perforation is not grossly identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine perforation, postmenopausal haemorrhage (confirming genital haemorrhage) and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation by essure device/ perforation (uterus) / the essure device was protruding into her uterus/ malposition of device location of :uterine cavity,migration of essure : uterine cavity'), device dislocation ('essure device had attached to her stomach, right device appeared to be extra uterine') and postmenopausal haemorrhage ('postmenopausal bleeding.') In an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation & insertion performed concomitantly" in 2006. The patient's medical history included difficulty in walking, frequent bowel movements, nausea, fatigue, weight gain, night sweats, insomnia and pelvic adhesions. Previously administered products included for an unreported indication: wellbutrin, gabapentin, wellbutrin, imitrex and fioricet. Concurrent conditions included pelvic adhesions (lysis of pelvic adhesions). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pelvic pain"), headache ("headaches"), migraine ("migraines") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain in abdomen"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy vaginal bleeding"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, postmenopausal haemorrhage, abdominal pain lower, menstruation irregular, pain in extremity, abdominal pain upper, headache and migraine outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved. The reporter provided no causality assessment for postmenopausal haemorrhage and uterine perforation with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: mr: essure coils are in place within the left and right cornua and tubes. Laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: denuded inactive endometrium with cystic changes. Focal endomyometrial sc1\rring and granulation tissue noted uterine leiomyomata with hyalulization and calcification. Adenomyosis uterine serosa with adhesions. Cervix, chronic cervicitis and reactive changes. Bilateral fallopian tubes, focal epithelial hyperplasia. Bilateral ovaries, surface adhesions, no tumor identified. Comment: gross examination of the uterus shows bilateral, insitu essure coils in the fallopian tubes. A focus of scarring and focal granulation tissue is noted in the upper part of the uterine fundus adjacent to isthmus of right fallopian tube. This focus may represent the area of "perforation". Clinical history: chronic pelvic pain, uterine perforation by essure device, pelvic adhesions gross description: essure coils are in place within the left and right cornua and tubes. A perforation is not grossly identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine perforation, postmenopausal haemorrhage (confirming genital haemorrhage) and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation by essure device/ perforation (uterus) / the essure device was protruding into her uterus/ malposition of device location of :uterine cavity,migration of essure : uterine cavity'), device dislocation ('essure device had attached to her stomach, right device appeared to be extra uterine') and postmenopausal haemorrhage ('postmenopausal bleeding.') In an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation & insertion performed concomitantly" in 2006. The patient's medical history included difficulty in walking, frequent bowel movements, nausea, fatigue, weight gain, night sweats, insomnia and pelvic adhesions. Previously administered products included for an unreported indication: wellbutrin, gabapentin, wellbutrin, imitrex and fioricet. Concurrent conditions included pelvic adhesions (lysis of pelvic adhesions). On (B)(6)2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pelvic pain"), headache ("headaches"), migraine ("migraines") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain in abdomen"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy vaginal bleeding"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6)-2017. At the time of the report, the uterine perforation, device dislocation, postmenopausal haemorrhage, abdominal pain lower, menstruation irregular, pain in extremity, abdominal pain upper, headache and migraine outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved. The reporter provided no causality assessment for postmenopausal haemorrhage and uterine perforation with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: mr: essure coils are in place within the left and right cornua and tubes. Laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: total bilateral occlusion. Pathology test - on (B)(6)2017: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: denuded inactive endometrium with cystic changes. Focal endomyometrial sc1\rring and granulation tissue noted uterine leiomyomata with hyalulization and calcification. Adenomyosis uterine serosa with adhesions. Cervix, chronic cervicitis and reactive changes. Bilateral fallopian tubes, focal epithelial hyperplasia. Bilateral ovaries, surface adhesions, no tumor identified. Comment: gross examination of the uterus shows bilateral, insitu essure coils in the fallopian tubes. A focus of scarring and focal granulation tissue is noted in the upper part of the uterine fundus adjacent to isthmus of right fallopian tube. This focus may represent the area of "perforation". Clinical history: chronic pelvic pain, uterine perforation by essure device, pelvic adhesions gross description: essure coils are in place within the left and right cornua and tubes. A perforation is not grossly identified.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine perforation, postmenopausal haemorrhage (confirming genital haemorrhage) and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by essure device/ perforation (uterus),"), device dislocation ("essure device had attached to her stomach"), device expulsion ("ride side of the essure device was protruding into her uterus/ malposition of device location of: uterine cavity,migration of essure : uterine cavity"), genital haemorrhage ("abnormal bleeding (general)") and postmenopausal haemorrhage ("postmenopausal bleeding.") In an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *laparoscopy revealed that ride side of the essure device was protruding into her uterus and that the left side of the essure device had attached to her stomach. (B)(6) 2017 : pathology report : diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: denuded inactive endometrium with cystic changes. Focal endomyometrial sc1\rring and granulation tissue noted uterine leiomyomata with hyalulization and calcification. Adenomyosis uterine serosa with adhesions. Cervix, chronic cervicitis and reactive changes. Bilateral fallopian tubes, focal epithelial hyperplasia. Bilateral ovaries, surface adhesions, no tumor identified. Comment: gross examination of the uterus shows bilateral, insitu essure coils in the fallopian tubes. A focus of scarring and focal granulation tissue is noted in the upper part of the uterine fundus adjacent to isthmus of right fallopian tube. This focus may represent the area of "perforation". Clinical history: chronic pelvic pain, uterine perforation by essure device, pelvic adhesions gross description: essure coils are in place within the left and right cornua and tubes. A perforation is not grossly identified. Concurrent conditions included pelvic adhesions (lysis of pelvic adhesions). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), migraine ("migraines") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain in abdomen"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy. And on (B)(6) 2017, she underwent a total laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device expulsion, postmenopausal haemorrhage, abdominal pain lower, menstruation irregular, pain in extremity, abdominal pain upper, headache and migraine outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and vulvovaginal pain had resolved. The reporter provided no causality assessment for postmenopausal haemorrhage and uterine perforation with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: mr : essure coils are in place within the left and right cornua and tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : uterine perforation, postmenopausal bleeding and confirming pelvic pain. Most recent follow-up information incorporated above includes: on 19-nov-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), abnormal bleeding general, migraines, vaginal pain, lower abdominal pain. Pt of event device dislocation was updated to device expulsion. New reporters were added. Outcome of events abnormal bleeding, vaginal pain, pain in abdomen and pelvic pain from unknown to recovered/resolved were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.